Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle of an unspecified 20 g x 1.00 in. Bd insyte¿ autoguard¿ shielded IV catheter did not retract after use, the individual suffered a needle stick. Post exposure blood work was done. It is unknown if blood was drawn from the patient as well.

Manufacturer narrative:
Results: a sample was not returned for evaluation. A photo was returned for evaluation. The photo revealed the unit was a bd insyte autoguard which consisted of the needle/hub assembly that was partially retracted within the safety shield (barrel).the button was completely depressed and had traces of media. Observed the barrel was damaged near the end; where the needle/hub was located. The barrel revealed stress markings which are indicative of the barrel having been smashed in this area. The damaged barrel could be a contributing source to restricting the needle from fully retracting yet without the actual unit the smashed barrel cannot be singled out; as the photos do not provide sufficient evidence. Evaluation of the photos provided for this incident revealed damage to the barrel that may have hindered the needle from fully retracting. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusions: the photos displayed damage to the barrel component which was a potential in hindering a full retraction of the needle into the barrel upon activation. Confirmed that the photos did not provided sufficient evidence to determine a definite root cause. There was no physical/mechanical evidence to confirm and support manufacturing process related issues for the reported defect. As where the barrel damage occurred is unknown. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.